Event description:
Related manufacturer reference number: 2017865-2024-71839. It was reported that the patient's pacemaker and the atrial electrode lead exhibited high capture threshold resulting in failure to capture. The pacing impedance of the atrial electrode lead was lower than 200o. The doctor replaced the patient pacemaker and atrial lead. The patient was stable.

Manufacturer narrative:
Correction: b5 - b5 of previous report should have included "a long syncope was noted.".

Event description:
It was reported that the patient's pacemaker and the atrial electrode lead exhibited high capture threshold resulting in failure to capture. A long syncope was noted. The pacing impedance of the atrial electrode lead was lower than 200o. The doctor replaced the patient pacemaker and atrial lead. The patient was stable.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Final analysis found normal capture results. No anomalies were detected.